Event description:
A nurse reported to baxter an issue of damaged minicapteansfer set found during use. The nurse stated that they found the occluder feet was broken when the patient set in the clean flash. There was no patient injury or medical intervention was reported. However additional information was received upon receiving the sample and the issue was not a broken the occluder feet..it was noted that the insert was separated from the twist sleeve.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. Since the lot number is unknown, no batch review will be performed.the device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition was confirmed in the lab. The key was found to be missing. The key/insert is the component used to bond the mainbody to the female adapter. In this case the key became dislodged and was found with a lack of solvent/insufficient solvent applied. The cause was determined to be manufacturing issue- assembly.

Manufacturer narrative:
(B)(4).the complaint for damaged was confirmed. Baxter received one used set with no cap on spike (loose in pouch) and no cap on patient connector. During visual inspection a chip insert was found missing. The chip insert was returned in the sample pouch and appeared to have small amount of solvent.

Manufacturer narrative:
(B)(4). The cause for the reported issue was undetermined.